Event description:
Us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient reports an allergy to metals. Patient described the area as welts, itchy and burning. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a hydrocortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.